Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Tests/laboratory data and dates: on (B)(6) 2018: follow-up echocardiogram = mr grade 1+, mean mitral valve gradient 4mmhg, lvef 30%. On (B)(6) 2018: follow-up echocardiogram = mr grade 1+, mean mitral valve gradient 5mmhg, lvef 28%. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the thrombosis, and relationship to the device, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This report is filed for possible thrombus. It was reported that on (B)(6) 2018, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 3-4. Primary jet was a2p2, and leaflet tethering was present. The patient had been on dual antiplatelet therapy including warfarin. Warfarin was changed to heparin three days before the procedure. Before the procedure started, a left atrial wall thrombus was not detected on transesophageal echocardiogram, although the physicians could not be sure. There was no thrombus seen in the left atrial appendage. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. Post deployment of the second mitraclip, a cord like material (1cm) was noted in the left atrium and a flittering material (10x4mm) was observed in the aorta. Additionally, once the steerable guide catheter was removed, an object with flickering movement was detected attached to the back wall, thought to be mural clots. Activated clotting time (act) had been managed from 250 to 300 during the procedure and at thrombus discovery it was 278-253. The procedure was completed and the patient returned to the hospital room and was kept heparinized. Echocardiogram was performed on (B)(6) 2018, however, a left atrial thrombus was not confirmed. Heparin was changed to warfarin. The patient is in reportedly good condition. One week later, the cord like material persisted and the flittering material was not observed. No additional information was provided regarding this issue.